Event description:
It was reported the patient's charger gets too warm while charging the ipg. There are no complaints of pocket heating at the ipg site. A replacement charger was sent to the patient which resolved the issue. The implant dates are unknown for the following devices: model 3716, scs ipg; model 3186(2), scs lead. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.